Event description:
The physician was performing a distal chevron osteotomy with medial capsular reefing. While making the dorsal cut, the pin sheared off the oscillating saw causing it to rotate 90 degree very abruptly. In doing so, it fractured off the medial aspect of the distal articular head, splitting the articular surface directly distal to the point of the chevron osteotomy. This split the articular piece into two halves through the coronal split. Later, the physician was inserting a guide wire which broke. He was using the wire driver.